Manufacturer narrative:
The engineering investigation was performed based upon the product returned and with consideration of the events as described by the clinician from the adverse event form. No conclusion was reached given the limited information provided by the complainant as well as the absence of conclusive evidence to definitively establish failure cause. Clinically, infection would likely be localized to the implant site and would be unlikely to cause or result in a systemic infection.

Event description:
Dr. Indicated zireal abutment separated from the titanium connection. Torque wrench was used to seat the abutment. There was disinfection or sterilization treatments performed on the piece. Neither the doctor nor the lab made any adjustments to the piece in any way. Porcelain was cemented to the abutment. Abutment was fully seated. Radiograph provided showing final seating. The patient did have an infection after abutment broke.